Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it won't secure the cutter and was power broken (runs in load position) and was overheating. The device was disassembled which found the locking components were damaged. The cause of the power broken was failure to follow the directions for use and running the device in the safe or load position, this caused the device to heat up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error, misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the sterilization process it was observed that the motor device was getting too hot. It was reported there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.